Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead exhibited a sudden increase in rv thresholds that were high and unstable. It was also reported that the rv lead exhibited an increase in impedance that let to high impedance. The rv lead was reprogrammed, and then removed and replaced. No patient complications have been reported as a result of this event.